Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed a shock impedance measurement of greater than 125 ohms which was detected via the patient's remote home monitoring system. The patient was seen in clinic for follow up where the shock lead impedance (sli) was tested resulting in a 116 ohm reading. It was noted that the lead was a single coil and the sli had been trending on the high side with a gradual increase since implant. The patient was to be monitored. Subsequent information indicated that additional measurements of greater than 125 ohms were recorded. The patient was seen again for non-invasive programmed stimulation (nips) testing which resulted in a 80 ohm measurement. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that the patient was seen for device testing. A commanded synchronized 41 joule (j) shock returned a measurement of 93 ohms. Defibrillation threshold (dft) testing was also performed. Dft was unsuccessful with a 11j shock but was successful with a 31j shock. The shock impedances were 95 ohms and 93 ohms, respectively. The system will continue to be monitored and remains in service. There were no adverse patient effects reported.